Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) battery symbol was red and reading zero minutes available left on the battery. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's sales representative, the non-clinical activity was when he was setting up the perfusion screen. The field service representative (fsr) could not duplicate the reported complaint. The fsr found the light emitting diode (led) battery light to be green, the power page reported that the last measured discharge was 18 amp hours (ah) and that the total nominal available capacity (tnac) was 18.00 ah. He performed base and battery testing with no issues found. The fsr returned the following day and verified that the batteries were still fully charged. The unit operated to the manufacturer's specifications. Per data log review: the system was powered on and the date showed (B)(6) 2003. The base batteries indicated that they were fully charged and that the power manager light emitting diode (led) and battery symbol would be green. A perfusion screen was opened and the date was corrected to (B)(6) 2023. This caused the battery capacity to drop to zero which would cause the battery to be red and zero minutes battery time as reported. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.